Event description:
It was reported that the user experienced intermittent continuous glucose monitor signal loss for approximately 10 to 15 minutes while using the ilet with a dexcom g7 sensor, and glucose values remained visible on the ilet with stable readings. Troubleshooting and education were provided, and the user was informed that transient signal disruption can occur when a sensor is near the end of its wear period, with the sensor scheduled for replacement the following day. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact, no emergency treatment, and no hospitalization. Investigation included user interview and device-use education. Investigation of this case revealed transient communication loss consistent with end-of-wear cgm behavior, with no ilet hardware malfunction identified and no device component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was normal end-of-life cgm signal degradation and user-related operating environment factors.